Event description:
In 2008, customer observed no reactivity with a pt sample containing anti-k and 3ss801. Four days later, a new pt sample was drawn and using the same lot, 3ss801, a 1+ reaction was observed. Customer repeated the testing with the sample drawn on the event date, and now a 1+ reaction was observed. No death or serious injury was associated with this incident.